Manufacturer narrative:
(B)(4). Section g5: the rt319 bi-level/CPAP circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject rt319 bi-level/CPAP circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that the temperature probe port of a rt319 bi-level/CPAP circuit was found with a crack and was leaking air. This was identified prior to patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section g5: the rt319 bi-level/CPAP circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Corrections: section d1: corrected brand name. Section d2a: corrected common device name. Section d9: device not available for evaluation. Section h11. Method: the subject rt319 bi-level/CPAP circuit was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the information, photographs, and videos provided by the customer, and our knowledge of the product results: a review of the provided photographs and videos confirms the presence of a crack at the base of the patient-end temperature probe port. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the crack. The user instructions that accompany the rt319 bi-level/CPAP circuit state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to a patient. Check all connections are tight before use. Do not crush tube.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that the temperature probe port of a rt319 bi-level/CPAP circuit was found with a crack and was leaking air. This was identified prior to patient use. There was no reported patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that the temperature probe port of a rt319 bi-level/CPAP circuit was found with a crack and was leaking air. This was identified prior to patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section g5: the rt319 bi-level/CPAP circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Corrections: section d4: expiration date updated. Section d4: UDI details updated. Section g3: date corrected. Section h11: method: the subject rt319 bi-level/CPAP circuit was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the information, photographs, and videos provided by the customer, and our knowledge of the product. Results: a review of the provided photographs and videos confirms the presence of a crack at the base of the patient-end temperature probe port. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the crack. The user instructions that accompany the rt319 bi-level/CPAP circuit state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to a patient. - check all connections are tight before use. - do not crush tube.